Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on 03/12/2015 with a high blood glucose level of 20 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer did not provide any further information about their hospitalization. The customer stated that their low blood glucose was due to skipping their lunch and not eating on time. The customer did not return the product back for analysis.